Manufacturer narrative:
A revision has been scheduled for a later date. Once the s-ICD is explanted, returned, and laboratory analysis is completed, this report will be updated.

Event description:
Boston scientific received information that one day after this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted, a revision was performed as the patient developed a hematoma. The issue was resolved. Several weeks later, this s-ICD displayed a warning message indicating that it had detected a high out of range shock impedance measurement. An automatic set up was performed and the impedance measurement was back in range. Boston scientific technical services (ts) was contacted and discussed that there could be a possible connection issue or loosened setscrew. A memory download was performed and sent for further analysis. Data analysis determined that, although a connection or setscrew issue cannot be ruled out, it appeared that the high impedance measurement was due to an s-ICD malfunction and device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
A revision was performed at a later date. Initial visual inspection of the system noted that the electrode terminal pin was fully inserted into the connector block; however, when a tug test on the electrode was performed, the electrode terminal pin came out of the header. It was also noted that the set screw was stuck in the up position. The s-ICD was explanted and successfully replaced. The electrode remains implanted and in service. No additional adverse patient effects were reported.